Event description:
I contacted tandem on 7/1/2024 to problem solve excessive pump battery depletion issues. They told me to call back in a couple of days if this issue was still happening. For a couple of weeks, the pump battery use was normal with no issues. Yesterday while using the app that is connected to the pump, t-connect app, I noticed the app not connecting to the pump and having issues. Today I started noticing again extreme battery depletion in a rapid amount of time despite charging. I contacted tandem again and was told that there is a known issue with the app and that they were "working on a solution". Tandem did not notify their customers of this issue. The insulin pump is a life sustaining device and if pump failure occurs without notice, then a patient could be harmed due to lack of insulin infusion.